Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after implantation of intraocular lens (iol), the patient had intolerable visual aberrations and glare. Therefore, the lens was explanted in a secondary procedure and replaced with non company monofocal lens. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information received stated that patient was treated with yag laser posterior capsulotomy after surgery. Patient vision was improved but not great. She stated vision was better at distance than near, though it was pretty blurry everywhere. She could read tablet when making font larger, but could not read book, could not read subtitles on the tv. Sha had snowflakes and starbust when driving at night. There were floaters in the right eye. Patient also had dermatochalasis, trace blepharitis anterior and trace blepharitis posterior, conjunctiva- trace injection and pingueculum, vitreous detachment, mild asymmetric surface on topography with few peripheral microcysts, trace meibomian gland dysfunction, mild eye pain and dry eyes. The patient had been advised to take, antibiotic, nsaids and steroid drops. Patient condition had been improved after replacement with monofocal lens.